Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had a small area of damage near the bottom of the optic, which was observed following implantation. No patient complications were reported, and the lens was left implanted in the eye. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6b: n/a (not applicable).the intraocular lens remains implanted. Section e1: first name: unknown; information was not provided. Section e1: last name: unknown; information was not provided. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.